Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was close to site location. The site location was left abdomen. The infusion set was in use for less than one day. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6013291 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6013291 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac m12 on 13-may-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: assembly of the lot 5e01617 was manufactured according to the (wi) version 29 and assembled in the quickset line, on 13-may-2025, with a total of (B)(4) units. The sub-assembly: assembly of the lot 5e02214 was manufactured according to the (wi) version 29 and assembled in the quickset line, on 10-may-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5e02213 was manufactured according to the (wi) version 42 and manufactured in the line mp04, on 10-may-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5e01604 was manufactured according to the (wi) version 42 and manufactured in the line mp04 and mp08, on 13-may-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.